Event description:
Customer reported that after processing the tissues were suboptimal processed. Two patients required re-biopsy because the specimens could not be diagnosed.

Manufacturer narrative:
An investigation of the event and the request of the patient informations are currently underway and it will be submitted in a follow-up report. As a result of the damaged tissues, the customer could not evaluate them and patients required rebiopsy. The unit was evaluated by a leica service support product specialist and application specialist. The analysis of the run logs indicated no failure of the device.